Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration and an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported patient had the following reaction during trial in 2016. It was noted that patient could not move, not even eyes, patient lost 20 pounds due to vomiting (patient confirmed this 20 pounds happened during trial), and half of patient's hair fell out and he bed was covered in hair. Patient stated a couple of times during the call that they were allergic to morphine, and it was unknown if that statement was confirmed by a healthcare professional (hcp). It was noted that patient was upset because patient did not think she was a good candidate for the pump, but the hcp was happy and said patient was a candidate and said to go forward with the implant with a different medication. It was noted that patient had medical records, but does not have any information about what medication was used in the pump. Patient thought it was morphine as symptoms (allergic reaction) stayed the same. It was noted patient experienced having pain and inflammation of "lado contrario" opposite side the same time the pump was implanted ((B)(6) 2016). It was noted patient had the pump explanted on (B)(6) 2016 and reviewed there was no change in pain or information following the removal. It was unknown if the allergy was confirmed. Patient noted only working with an infection hcp and stated that patient was allergic to morphine. Interventions taken to resolve the issue included total system explant. Patient reported that the pain and inflammation continued after explant ((B)(6) 2016). It was stated that patient did not feel enough information was provided prior to implant. It was noted the symptoms started at the start of the trial. It was noted the related drug was the drug used during the trial (morphine) and the drug used during/in the pump was unknown. It was noted prior to implants patient would get injections/blocks from the healthcare professional for pain. Following explant, patient was in pain because it had been so long since having a block and patient had to wait a certain amount of time before getting a block again. No further complications were reported/anticipated. Event was (B)(6) 2017.